Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the event was unrelated to the use of any fresenius device or product, as the cause of the peritonitis touch contamination. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse event experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported peritoneal effluent fluid cultures were drawn on (B)(6) 2019 and were positive for gram-positive staphylococcus aureus. The patient was hospitalized on (B)(6) 2019 and was treated with intraperitoneal (ip) vancomycin (dosage, frequency and duration not provided). The pdrn stated the cause of the peritonitis was touch contamination. The patient was discharged on (B)(6) 2019 and continues to receive ip antibiotics. Per the pdrn, patient is recovering from the event, and continues utilizing the same liberty select cycler. The event was reportedly unrelated to the utilization of any fresenius product or device.